Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) has not yet been recovered from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or patient death.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018 while wearing the lifevest. The patient was reportedly in the hospital with a doctor present and was not conscious at the time of the event. The patient reportedly had a dnr order. Prior to passing, the patient received 2 treatments from the lifevest. At 7:59:10 am, the patient received an appropriate treatment. The patient's rhythm at the time of the treatment was ventricular fibrillation (vf). The post-shock rhythm was a 10 second pause to atrial fibrillation (af) at severe bradycardic rate of 15 bpm. At 7:59:45, the patient received a second, inappropriate shock. The patient's rhythm at the time of the treatment was af at 15 bpm with motion artifact. The post-shock rhythm was af at 30 bpm with motion artifact. Oversensing of low-amplitude cardiac signal contributed to the false detection. After the treatment, the patient's rhythm transitioned to af with a rapid ventricular response at 150 bpm with motion artifact. The patient remained in af at 150 bpm until the electrode belt was disconnected at 8:06:10 am. The patient passed away after the treatment event.